Event description:
It was reported that the device was unable to be interrogated with rf telemetry. A week later, the device was re-interrogated, and a successful transmission was performed. The device was able to be interrogated without issue. Patient will continue to be followed up normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.